Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. All buttons function properly. Moisture damage noted on keypad traces during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump keypad was unresponsive. The customer stated that the numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer reported that the down button doesn't seem to respond. Customer stated that the issues frequency was sporadically, often before delivering bolus. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was in progress at the time the button was unresponsive. Customer stated that the buttons was responding now. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.